Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc's power supply was dead and replaced the hard disk in host pc, but ghost restore attempt failed and ordered a new host pc. To resolve the issue, the fse replaced host pc, upgraded the software, reconfigured and recalibrated the system. The defective parts were returned for analysis, for host pc malfunction was observed and the failed component was found to be the power supply unit with no power. After replacement and repairs the device returned to good working order. The codes were updated based on the investigation outcome.